Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. UDI# (B)(4) there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿ this report is number 1 of 3 mdrs filed for the same event (reference 3002806535-2016-00868 / 00870).

Event description:
A patient enrolled in a clinical study was reported as experiencing pain and an increase in radiolucent lines approximately 19 months post implantation.